Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. On the event date 07-nov-2025. The pump was returned for pump error 43 alarm and pump error 41 alarm. Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. No pump error 43 and no pump error 41 alarm during testing. Pump history was downloaded successfully. However, verify pump error 43 alarm and pump error 41 alarm at the pump history file date and time: on (B)(6) 2025 at 15:32:04.000, motordriveerror (43). On (B)(6) 2025 at 15:32:04.000, motorvoltageerror (41) file number: 121 121, line number: 589 713. Sw/hw: hw (possible hw) grouping: motor voltage regulator, other motor hw. Units were cut/open and inspected. No moisture damage or component damage found inside the pump. Problem isolated to the motor assembly. Tested with a test p-cap and the test p-cap locked in place properly. The following were noted during visual inspection: pillowing keypad overlay. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 41 and pump error 43. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1886 was requested and it was returned for analysis.